Event description:
Additional information was received that the patient was seen in clinic and was able to be interrogated with ble telemetry. The patient has been able to repair to their remote monitoring device to resolve the event.

Event description:
During a remote follow-up, the device was unable to communicate via bluetooth telemetry. No intervention has been performed at this. The patient was in stable condition.